Event description:
A cartridge alarm 20 was reported by the caller, occurring during the pumping process, but it did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Consequently, there was no adverse impact to the customer's blood glucose level. Technical support agreed to replace the pump and advised the customer to use multiple daily injections (mdi) as a backup therapy. The customer was informed about the replacement process, including putting the pump into storage mode and returning it with a pre-paid label. Additionally, the customer was provided with updates on the new pump¿s software and offered training through their tandem source account.